Event description:
It was reported that the patient experienced acute renal failure. The patient underwent a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation and considered off-label use of the farawave catheter. The physician completed pulmonary vein isolation, posterior wall isolation, and mitral line lesion sets. 149 lesions were applied, and the procedure was completed with no issues. Post two days later, the patient presented to the emergency department with acute renal failure. The patient is currently on dialysis. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient is no longer on dialysis and making a full recovery. The creatine level post procedure was 5. It was not known if any hemolytic labs were performed such as haptoglobin/ldh/bilirubin. No contrast were used during the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. It as not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.